Manufacturer narrative:
Concomitant products: 638bl28, heart band, implanted: (B)(6) 2014; 900sfc28, heart ring, implanted: (B)(6) 2014.

Event description:
It was reported that upon post op (operation) check the atrial lead was found to be dislodged. The lead was reprogrammed off and a lead revision was scheduled for the patient. At the atrial lead revision procedure the next day the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.